Manufacturer narrative:
A service engineer has been on site and started the investigation. The ventilator was found with two problems. The peep was intermittently drifting and the pressure transducer test failed during pre-use check. The expiratory valve coil and the air gas module were replaced and the ventilator was put back in service. The replaced parts have been requested for investigation but not yet rec'd. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Manufacturer narrative:
The investigation of the returned air gas module which regulates the inspiratory air gas flow to the pt and the returned expiratory valve coil has been completed. The reported higher peep (positive end expiratory pressure) value was not reproduced during testing of the returned parts in reference ventilators. The expiratory valve coil was found faultless. The air gas module had failed the pressure transducer test. This failure is also confirmed in received device logs showing that the pressure transducer test had failed on (B)(6) 2014 which is considered to be the date of event. Troubleshooting showed that this failure was caused by a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane's stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus, causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. According to received logs the latest preventive maintenance was performed in june 2013 which means that the age of the nozzle unit was 11 months at the reported date of event, thus the stickiness is due to an early wear of the membrane.

Event description:
It was reported that while connected to a patient the ventilator showed higher peep (positive end expiratory pressure) than set. The unit was swapped out with a different ventilator. There was no harm to patient. (B)(4).